Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a temperature alarm. There was no reported adverse impact to the customer¿s blood glucose as customer did not test. The customer declined troubleshooting from tandem technical support and did not provided any further information regarding the reported issue.